Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was not returned as it was not released by the medical facility.